Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, one side of the jaws did not move smoothly, so there was a difficulty in inserting the device via a 5 mm trocar for the 1st firing. No clip was being fed into the jaws at the time of this event. The device was not fired. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned partially cycled with a clip in the jaws. In an attempt to replicate the reported incident, the cycle was completed in order to test the device for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips properly. During analysis the jaws open and close as intended. Finally the device locked out as intended. In addition, the el5ml device was inserted and removed through a 5mm trocar and no difficulties were noted. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.